Event description:
The following event was reported to ventec via email: "first time mom using the vent at (B)(6) hospital (B)(6). They were in elevator and started alarming ¿system failure ¿. Their removed vent and stated bagging baby. Tried circuit change and that did not help. We will be swapping vent out today." There was patient involvement associated with the reported event. The patient survived the event. The reporter advised there was no patient harm as a result of the reported issue, however, medical intervention (manual ventilation) was required in order to prevent permanent impairment/damage to the patient. No further details about the patient or the event were provided.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.